Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. The svc defib conductor was distorted at implant.

Event description:
It was reported that during implant attempt that the doctor felt that the screw mechanism did not extend the helix adequately. The helix would not penetrate into the tissue and bounced off it. The lead was not implanted. No patient complications have been reported as a result of this event.